Event description:
It was reported that the right atrial (ra) lead dislodged twice from the atrium. The lead was initially repositioned one day post operation and then subsequently dislodged again the following day. The physician elected to explant and replace the lead. A new lead was implanted with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.